Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery on (B)(6) 2017, with implantation of gts stem, g7 shell, g7 liner, biolox delta head. A revision procedure was performed on (B)(6) 2018 due to loosening and infection. The gts stem remained implanted. The g7 shell, g7 liner and biolox delta head were explanted. The explanted devices were replaced by : tm modular shell, trilogy liner and biolox delta option head together with biolox option taper sleeve. (This revision is investigated in (B)(4)). Subsequently, a revision surgery was performed on (B)(6) 2018 due to infection. During this second revision, the gts stem, biolox delta option head together with biolox option taper sleeve were explanted. The explanted devices were replaced by taperloc stem and biolox delta head.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated :b5, d4, d10, d11, g1-2, g4, h2, h3, h4, h6, h10. D11 : concomitant medical product; tm modular shell, reference 6202-54-22 lot 63719774 edi: 00620206422; trilogy liner, reference 6305-50-36 lot 64058462 edi: 00630505036; biolox delta option head, reference 650-1057 lot 2016051572 together with biolox option taper sleeve, reference 650-1061 lot 2015030614. The described event could not be confirmed. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. The review of the supplier conformity certificate demonstrate that the semi finished products (ref fs129gp1, lot number 0001161788) were manufactured and supplied compliant with specifications. The review of complaints showed that no other complaints wer recorded on the event "revision due to infection" for the gts standard femoral stem, reference (B)(4); batch 0001194832 since one year. According to available data, the exact root cause can¿t be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery on (B)(6) 2017. A revision procedure was performed on (B)(6) 2018 due to loosening and infection. Subsequently, a revision surgery was taken place on (B)(6) 2018 due to infection.